Event description:
It was reported the hardware on the seat frame came loose. There was no patient incident or injury associated with the issue. Replacement hardware was provided and the chair was repaired.